Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in june 2009 and performed to specification, alongside random manual power ons, up to the 13th april 2014. An increase in voltage would suggest a further pad-pak was installed. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups of 10 minutes in duration occurring between the 16th april 2014 and the last log entry on the 19th october 2014. The pad-pak was removed for approximately six months during this time. Upon visual inspection of the returned device the ve pogo pin along with both patient pogo pins were observed to be sheared off. This would confirm the reported fault. It is reasonable to conclude that devices returned for the reported fault may be attributed to broken pogo-pins / membrane failure. The ten minute time outs would further suggest a failing membrane. The fault could not be replicated with a new membrane fitted. This would confirm a failure of the returned membrane. A device switching itself on automatically can cause premature depletion of the pad-pak (battery). The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the pogo pins are broken.